Manufacturer narrative:
No motor error alarm or unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 420 mg/dl. Customer's other blood glucose value was unknown. Customer received motor error and alarming no delivery alarms. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer decline to trouble shoot for high blood glucose. The device was expected to be returned for analysis.